Event description:
The hcp reported that 3-4 days post op, the pt developed an infection of the device pocket. The symptoms observed were fever, redness, drainage and pain. A culture of the device pocket, lumbar region, csf, and blood was done and reported as positive for staph aureus. The pt did not have meningitis. The pt was treated with both IV and oral antibiotics and total device system explant. The infection resolved and the pt experienced no drug withdrawal.